Manufacturer narrative:
The event date is an approximate date only the month ((B)(6)) and year (2020) are known. Device evaluation in progress.

Event description:
It was reported that during a pre-use check, air was leaking from the product. The product problem was observed during a pre-use check. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Two pictures and one used sample were received to perform an investigation. A device history record (DHR) review could not be performed as the lot number was unknown. Visual inspection of the pictures observed a small tear and leak of water in the pilot balloon. Visual inspection of the returned sample at a distance of 12 to 16 inches under normal conditions of illumination observed a tear in the pilot balloon. Functional testing was performed on the returned sample. The sample was inflated using a syringe and then was submerged under water in order to detect any leakage. Testing confirmed a leak from the tear in the pilot balloon. Root cause of the reported problem was unable to be determined. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: this complaint has been reviewed as part of remediation and is considered a reportable event.

Event description:
Corrective report is being submitted for complaint and summary in h 10.

Manufacturer narrative:
(B)(4) corrective report being sent on complaint of leakage of intubation/portex endotracheal tubes siliconized ,as complaint has become non reportable. The event is describing a health care provider doing a pre check to assess if pilot balloon is functional, it was discovered at that time a leak. The event also reported no patient injury as in health care settings equipment just like this is given pre check prior to insertion. Back up airway devices are always at hand for the provider, as air way cart is part of the world health and other governing bodies of state statue. The device was returned and found to have a small tear in the pilot balloon. No corrective action is required as there is no information to suggest that the product become damaged during manufacture since product is 100% leak tested. · per previous complaint, as a preventive action a notification to production personnel was conducted by the quality engineer on 15/apr/2020 in order to create awareness about failure mode reported by the customer.